Event description:
A health care professional reported that a patient presented second day post-op with endophthalmitis in conjunction with the use of viscoelastic product. Additional surgery was required. Additional information was requested and subsequently received. Additional information was received from an ophthalmologist who further clarified that the patient had also experienced blurred vision, corneal edema, retinal edema, vitritis and hypopyon in conjunction with viscoelastic product use in the eye. The patient received a secondary vitrectomy that was performed under local anesthesia for emergency treatment. After surgery, the patient was treated with anti-inflammation medication and the patient's outcome was reported to gradually improve, become stable and eventually resolved with treatment.

Manufacturer narrative:
No sample or lot number was received by manufacturing in which to evaluate. All batches are released according to the required specifications. Additional information was requested. (B)(4).